Manufacturer narrative:
(B)(4). Investigation summary: during the documentary review of lot 0044627, reported for the defect "luer damage", no records of quality events were found during the manufacture of the product, the lot was inspected and later released in accordance with the current work instruction. During the documentary review of batch 9015822, reported for the defect "difficulty to move the piston", no records of quality events were found during the manufacture of the product that could originate the reported defect, batch was inspected and later released in accordance with the instruction current work. During the documentary review of lot 9015822, reported for the defect "damaged barrel", a quality event record was found for "damaged cylinder", however, it is important to mention that the classification of the defect "damaged barrel" is not related to the description of what was reported by the client ("the person who called reported that there was additional plastic in his syringe") for which it cannot be guaranteed that the defect has the same origin. In addition, it is important to mention that physical samples or photographs are not received to evaluate defects.

Event description:
It was reported that syringe 3ml ll 200 s/c was damaged. The following information was provided by the initial reporter: material no: 309657, batch no: 8334569. It was reported that the syringe was damaged event description per email states: ¿ caller reported [cust reported that there was extra plastic on her syringe which] ¿ number of occurrences - [1] ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ did issue cause any injury? - no ¿ did customer require medical intervention? - no ¿ is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. ¿ was caller able to fill a cartridge with insulin? ¿ no resolution ¿ [cust reported having changed syringes to be able to fill her cart with insulin. Cts to send replacement syringe to maintain cust satisfaction.]